Event description:
It was reported that the doctor was not able to adjust the strata valve after numerous attempts using the adjustment tools. The sales rep brought in the newer stronger magnets and the valve still would not adjust. The valve was explanted in 05 and a new one was implanted.